Event description:
The device reportedly would not pace during patient use. The reporter stated that "the pacing light did not come on". The patient was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the attending clinician's assessment of the patient's lack of viability.